Manufacturer narrative:
H6- device history record (DHR) review: the serial was certified by coc issued by manufacturer without any irregularities. There were no irregularity found at sj's visual incoming inspection. H6- method code 4112- surgery video provided by the clinic- depth of nozzle insert into the patients eye was appropriate at the beginning. However, when injecting the lens, nozzle was pulled back and depth of nozzle insert appeared short. The lens was injected faster than normal. H6- conclusion code 61 - nozzle should be inserted more than 4.mm, which is the length of slit at the tip of nozzle. In case user did not follow the instruction and inserted shorter than 4mm, slit will not be able to open enough to eject the lens without confliction. Its is more likely that the user did not follow the instruction and experienced the lens injected too fast. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that when injecting a ks-3ai, 23.5 diopter, intraocuar lens the lens injected very fast before completing twisting plunger. It was reported that the person who prepared the preload does no have much experience but setting every week.